Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The distal 39.0cm of the lead was returned for analysis. Insulation and conductor damage was found at 37.0-38.0cm from the distal end consistent with clavicle crush damage. The rv conductor insulation was abraded. This is consistent with the field complaint of a capture anomaly.

Event description:
It was reported that exit block was observed. Patient is pacemaker dependant and has a very slow underlying rhythm. A temporary pacemaker was used to support the patient. Lead was capped and replaced. Patient is in good condition.